Event description:
(B)(4). It was reported that during a stenting treatment procedure a dissection occurred. The first target lesion was located in the proximal right coronary artery with 70% stenosis and was 16.0mm in length with a reference vessel diameter of 4.0mm. The lesion was being treated with direct stent placement of a 4.00x20mm taxus liberte stent. It was noted that a type a proximal dissection occurred and a 4.00x8mm taxus liberte stent was used to treat the dissection. Residual stenosis was 9% and timi flow was 3. The second target lesion was located in the proximal left anterior descending artery with 75% stenosis and was 14.0mm in length with a reference vessel diameter of 3.0mm. This was treated with a 3.00x16mm taxus liberte stent. Residual stenosis was 9%. One day later, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).